Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 113803: (B)(4) items manufactured and released on 19 december 2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to pain increase caused by loosening of the stem. No implants and no x-rays available.